Event description:
It was reported to boston scientific corporation on september 12, 2018 that an ultraflex esophageal proximal release covered stent was to be used during an esophageal stent placement procedure performed on september 11, 2018. According to the complainant, during the procedure, "the stent was half opened and thread was released". The procedure was completed with another device. There were no patient complications reported as a result of this event. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A partially deployed ultraflex esophageal ng proximal release stent and delivery system were returned for analysis. Visual examination of the returned device identified no issues with the stent and delivery system. Functional evaluation revealed that it was possible to deploy the stent with no resistance by pulling the finger ring. The stent was measured to be within specifications. The report that the stent was partially deployed was confirmed; the stent was received partially deployed. The investigation concluded that procedural factors encountered during the procedure, or the technique used by the physician, could have affected the device performance and its integrity contributing to the failure reported. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of released for distribution.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex esophageal proximal release covered stent was to be used during an esophageal stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, "the stent was half opened and thread was released". The procedure was completed with another device. There were no patient complications reported as a result of this event. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.